Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm, which occurred during preventive maintenance. There was no patient involvement. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. It was found that compressor tubing was broken leading to pressure leak. The issue has been resolved by replacing compressor tubing kit and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).